Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to charge a battery. The cause for the failure was isolated to a defective fu100 component. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.